Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 300 mg/dl. The customer stated that she had tried 3 batteries but was unable to get the insulin pump to work. She treated for high blood glucose with manual injection. Upon troubleshooting, the customer inserted a new battery and used the battery cap from her previous insulin pump, and the display returned. Advised the customer to monitor the device. Advised that a replacement battery cap would be sent. Nothing further reported.